Event description:
An optician reported that following bilateral intraocular lens (iol) implant surgery, a pt experienced blurred distance vision in both eyes. The optician also indicated the pt has macular degeneration. Additional information was received from the optician who reported that the pt had a postoperative best corrected visual acuity (bcva) of 0.7 on the right eye (od) and 0.5 on the left eye (os). Additional information has been requested. There are two medical device reports. Associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).